Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as the patient's inadvertent touch contamination. The cause of the peritonitis was the touch contamination. The patient was not hospitalized for the event and treatment was not reported. The patient was recovering from this peritonitis event and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was reported to be the transfer set became disconnected from the plastic catheter adapter and the patient reconnected. The disconnection occurred while the patient was sleeping. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the patient started treatment with unknown drug. Approximately a month after the onset of the peritonitis, the patient was diagnosed with recurrent peritonitis. The patient was not hospitalized for recurrent peritonitis. On the same day, the patient started treatment with cefazolin (1 gram, daily and ip) for recurrent peritonitis. The cause of recurrent peritonitis was unknown. On an unreported date, the patient was retrained on pd therapy. Treatment with cefazolin was ongoing and the patient was recovering from the recurrence. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the exact date of the touch contamination was not reported, however, the patient experienced peritonitis in (B)(6) of 2013.the cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.